Manufacturer narrative:
Concomitant products: dtba2d4 ICD, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited very high impedances. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.